Manufacturer narrative:
(B)(4) date sent 9/8/2025 d4 batch # unk b3: only event year known: 2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was received: according to the ot nurse, the surgeon was unable to clip upon opening from new packaging. The surgeon was trying to clip on the vessel but when he pressed the firing trigger, he failed to clip as the device got stuck and when the surgeon tried to press the firing trigger harder, the clip broke into two parts. There were no issues with the device jaws. The device fired malformed clips (which were broken) and it did not fire scissored clip. The surgeon asked for product replacement. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon was unable to clip upon opening from new packaging. Failed to clip as it got stuck and the clip broke. The surgeon asked for product replacement. There were no patient consequences.